Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with episodes of non-sustained rv oversensing via merlin.net due to myopotential oversensing. Test for myopotentials and programming changes were recommended. Dft testing should was also suggested. Further actions will be discussed with the physician.